Manufacturer narrative:
The reported events of failure to capture and impedance issue were not confirmed. A complete lead was returned in one piece with the helix found retracted and clogged with blood/ tissue. Electrical testing, visual inspection and x-ray examinations of the lead did not find any anomalies.

Event description:
It was reported that the patient was presented for an implant procedure. During the procedure, the atrial lead exhibited failure to capture and impedance anomaly. The atrial lead was not used and replaced. The patient experienced no consequences.